Event description:
Patient was undergoing a dysphagia study, since this patient was ambulatory, the patient was allowed to sit on the foot board in an upright position for the test. The radiology tech tested (sat on) the foot board prior to the patient sitting on it and it tested fine. As the patient sat on the foot board for the scout image, she immediately fell to the floor. The patient did strike her side, but x-rays of the ribs were negative for fracture.